Event description:
Port removed catheter broken at the site it went between the first rib and clavicle. Tip of catheter removed by invasive radiologist through femoral vein approach. Port initially placed 9/9/96.